Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: altrx neut 32idx48od; delta cer head 12/14 32mm +1; unknown hip femoral stem; unknown hip acetabular cup.

Event description:
Patient was revised to address dislocation. The surgeon removed the neutral liner and +1 neck length head and replaced it with lipped liner and +5 neck length head for increased stability. Doi: (B)(6) 2018. Dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.